Event description:
Event description guidant received information that at interrogation one month ago, this implantable cardioverter defibrillator (ICD), implanted october 25, 2001, exhibited a battery status of beginning of life (bol) with a monitoring voltage of 2.56v. The atrial tachy mode is programmed to "monitor only". At the current interrogation, the monitoring voltage is 2.55 v with a charge time of 33.5 seconds and a battery status of end of life (eol). Guidant received subsequent information that the device was explanted and replaced by a pacemaker.